Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 30sep2019. Report date: 30sep2019. The touchscreen on this device was functioning as intended. Therefore, this complaint is not reportable and poses no risk of harm to patients or user.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.